Event description:
It was reported that the customer was having battery issues and woke up with high blood glucose. Customer's blood glucose was 380 mg/dl. Customer stated that the insulin pump alarmed weak battery and low battery after battery changed. Troubleshooting was done. Customer reported that the insulin pump alarmed no deliveries for two days. Customer declined to do troubleshooting for no delivery. Customer stated the blood glucose when low battery alarm occurred was 444 mg/dl. And went up to 540 mg/dl after 2 hours. Advised customer the battery cap would be replaced. The customer was advised to monitor the issue and revert to back up plan per healthcare provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.